Manufacturer narrative:
This report is submitted on may 10, 2022.

Event description:
Per the clinic, the patient experienced an incorrect positioning of the electrode at the initial implantation. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 08, 2022.